Event description:
It was reported that a cassette leaked while a patient was performing peritoneal dialysis (pd) therapy. The patient stated that when the cassette was removed after therapy, the patient observed leaking around the junction where the lines connected to the cassette. There was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned to baxter and an evaluation was completed. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection of the sample identified a tear in the cassette sheeting. Functional leak testing was performed and identified a leak originating from the sheeting weld. Upon conclusion of the investigation, the cause of the reported leak was due to a puncture or tear in the cassette sheeting. It was unknown what caused the tear. Should additional relevant information become available, a supplemental report will be submitted.